Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. A lead bent was noted at 10.5 cm from the distal tip; the insulation was found to be abraded at this location. An insulation abrasion was also noted at 10.0 cm to 11.0 cm from the distal tip. The abrasion found most likely caused the reported complaint of noise from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The patient did not experience any symptoms due to the noise. The lead was explanted and replaced. The patient tolerated the procedure well.